Manufacturer narrative:
Zimmer biomet complaint:(B)(4). Medical product: vanguard xp interlok tibial tray catalog# 195755 lot# 559030. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified three additional complaints for the same or similar issue; one additional complaint with same lot number was identified and no additional complaints were identified with same item/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists provide instruments to prepare to implant- trials: femoral, tibial tray, tibial bearing trials that adequately substitute for implant components, "fixation method results in host bone damage/fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10607/10608. This report is being submitted late as it has been identified in remediation.

Event description:
Information provided in clinical study, (B)(6). A female patient was identified in the study that underwent left knee replacement surgery on (B)(6) 2014. It was reported that the tibial island did not stay intact during the trial through full extension and the plateau fractured after components were implanted during the procedure. The surgeon did not convert the components and used a screw and bone structures to reconstruct the plateau. No further information was provided and patient's outcome is unknown.